Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was unable to get volume, an evidence of rupture in the cuff was inspected. Emergency re-intubation was performed.